Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 48 mg/dl. The cause for the low bg was unknown. Customer was treated with glucose gel and intravenous fluids, and was released from the ER after a "few" hours. Upon being released from the ER, the customer's bg level was approximately 110 mg/dl and the customer "felt better." Recommendation was made to discuss diabetes management with a health care professional.